Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) exhibited an excessive charge time which triggered elective replacement indicator (eri). The device currently remains in use. No patient complications have been reported as a result of this event.